Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 2.0mm 22-13-5 ss cable/slv set; cat # 3704-0-510; lot # 50091610. 2.0mm 22-13-5 ss cable/slv set; cat # 3704-0-510; lot # 49369102. 2.0mm 22-13-5 ss cable/slv set; cat # 3704-0-510; lot # 49202705. 2.0mm 22-13-5 ss cable/slv set; cat # 3704-0-510; lot # 49702802. 2.0mm 22-13-5 ss cable/slv set; cat # 3704-0-510; lot # 49208206. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
This pi is for the removal of cables and a plate on (B)(6) 2015. In providing information for a revision of the patient's left hip on (B)(6) 2021, an operative report for 16/november/2015 was provided which notes: "...underwent revision of his...hip replacement in (B)(6) 2015. He has developed significant pain which seems to be associated with a trochanteric plate and cables implanted to treat an intraoperative proximal femur fracture...the fracture did not displace and appears to have healed..." All cables and a plate were removed. Spoke to the rep who was present for the (B)(6) 2015 revision. The rep was not informed of an intra-operative fracture and wasn't aware if the additional hardware was being placed prophylactically. Furthermore, the rep confirmed he was not present for the procedure to remove the plate and cables, and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding pain involving a dall miles plate was reported. The event was not confirmed method & results: device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: relevant clinical history: (B)(6)2015: operative note, removal of painful hardware. Had pain that seemed to be from plate and cables. Fracture appeared healed. Hip aspirated at the time of surgery. Cable plate and cable removed. And two free cable removed. No complications. Conclusion of assessment: the patient had a tha with a rejuvenate stem. This resulted in high metal levels and a pseudo tumor that led to revision surgery. At the time of the revision a fracture occurred that required fixation with a trochanteric gripper and cables. The hardware became painful and was removed after healing of the fracture. The revision stem subsequently fractured and will be/was revised. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This pi is for the removal of cables and a plate on (B)(6)2015. In providing information for a revision of the patient's left hip on (B)(6)2021, an operative report for (B)(6)2015 was provided which notes: "underwent revision of his hip replacement in (B)(6)2015. He has developed significant pain which seems to be associated with a trochanteric plate and cables implanted to treat an intraoperative proximal femur fracture...the fracture did not displace and appears to have healed." All cables and a plate were removed. Spoke to the rep who was present for the (B)(6)2015 revision. The rep was not informed of an intra-operative fracture and wasn't aware if the additional hardware was being placed prophylactically. Furthermore, the rep confirmed he was not present for the procedure to remove the plate and cables, and confirmed that no further information will be released by the hospital or surgeon.